Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused narcolepsy and at risk for a stroke. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged narcolepsy, difficulty breathing, nasal/throat irritation or soreness and stroke. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. Dust-like contamination on the blower box, black contamination consistent with keratin at the air outlet of the blower box, dust-like contamination at the air inlet of the blower box was observed. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.